Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, the right ventricular lead exhibited high pacing lead impedance. The lead was capped and replaced on (B)(6) 2016. The patient was stable before, during, and after the procedure.